Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Abbott field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system were performed. Fs determined the trigger sensor assembly was the issue, and the part was serviced. There have been no further reports of discrepant results since the fse site visit. A review of the architect (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the architect i2000sr analyzer.

Event description:
The customer reported a false nonreactive architect anti-hbc ii result on a patient. Results provided: (B)(6) 2025, sid (B)(6) = 0.0004 s/co, repeated at 7.7943 s/co. No impact to patient management was reported.